Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2019, the patient was revised to address aseptic loosening right total knee. Competitor components were used during this procedure. During the procedure the surgeon observed loosening of the tibial tray and femoral components at the cement/implant interface. The insert was noted to have no evidence of wear. The patella was noted to be stable and was not revised.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to tibial tray and femoral component loosening at the cement to implant interface. Two depuy cement products were used during the primary operation. The patellar component was retained. Competitor products were implanted during the revision with competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.